Manufacturer narrative:
Product event summary: the driveline extension cable was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evidence provided revealed that the red dot guide was not printed on driveline extension cable connector. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an improper assembly during the manufacturing process. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that during wet test the driveline extension cable was missing the red dot which indicates where to line it up with the ventricular assist device (vad) driveline cable. The driveline extension cable worked fine during wet test and has been exchanged. No patient complications have been reported as a result of this event.